Event description:
It was reported that the patient underwent a catheter implant with the intent of connecting it to an existing pump. The pump had been implanted several months previously, but was never connected to a catheter due to a recovering infection. See manufacturer report #3004209178-2013-22046 for the report on the infection; the following information had previously been reported under that manufacturer report number. On 2013 (B)(6), the patient was taken to the operating room and was induced under general anesthesia for the placement of the new intrathecal catheter. When the subcutaneous tissues over the pump were opened, there was quite a bit of fluid surrounding the pump; however, this reportedly appeared to be normal serous fluid. Cultures were sent to make sure, but the healthcare provider (hcp) did not see any obvious infection. Upon implant of the catheter, there was good flow of cerebrospinal fluid (csf) coming from the distal end of the catheter. It was indicated that the patient tolerated the procedure well and there were no complications . In addition, it was stated that the pump was filled with saline. At a (B)(6) appointment, inspection of the lumbar spine and right abdominal region showed a nicely healing incision site with no signs or symptoms of infection or wound dehiscence. The incisions were clear, dry, and intact without redness or swelling. It was indicated that the patient was doing well and was glad to have a pain pump. He was scheduled to have it filled by his pain management clinic. Any additional information received will be reported under this manufacturer report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).